Event description:
As reported, prior to use for a procedure involving stone removal, an ngage nitinol stone extractor's basket would not close/retract into the sheath. The device did not make patient contact. A new basket was opened and used for the procedure. The patient did not require any additional procedures or experience any adverse effects due to this occurrence.

Manufacturer narrative:
E1 - name and address: (B)(6). G4 : PMA/510(k)# = exempt. H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: h6 (annexes a and g). Investigation ¿ evaluation. It was reported that the physician manipulated the handle of a ngage nitinol stone extractor, and the basket did not open/close during a stone removal procedure on (B)(6) 2023. Another device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. The returned device was found to have a basket that was closed and could not be opened. The distal sheath that normally covers the area around the distal end of the basket sheath had moved proximally, covering the basket, and preventing it from opening. It was also found that the red support sheath was separated. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the DHR for the reported lot and records no non-conformance. A database search for complaints on the reported lot found no additional related complaints reported from the field. Cook also reviewed product labeling. The product IFU, t_shef_rev1; the IFU did not provide any information related to the reported issue. The information provided upon review of complaint file, device history record, complaint history and quality control documents do not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house are nonconforming. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause for the movement of the distal sheath could not be established. It is probable that the movement of the distal sheath occurred first, and subsequent attempts to function the basket then caused the support sheath to separate. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.